Manufacturer narrative:
Upon inspection, the technician found that left foot brake was set and holding but the right head brake was not fully set and the steer caster pin was not set when allowed the head of bed to move side to side when above average force is applied to side of head end of the bed, user error. The technician set steer caster pin and steer caster locks in a straight line position with the bed and fully set the right head brake. The technician in-serviced the nurse on the steer caster pin function to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the brakes are not holding and the bed moves when leaned upon. No pt injury reported.